Event description:
The safety mechanism failed, resulting in a needlestick injury to the health care worker. Prophylactic medication was taken as a result of this incident

Manufacturer narrative:
At this time, it is unknown if the sample is available for evaluation. If additional information or the sample is received, a supplemental report will be submitted. Pir# (B)(4).